Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the customer experienced both elevated and low blood glucose (bg) levels, values were not provided. The suspected cause for elevated and low bg levels was due to the infusion set size needing to be bigger, however, this was unable to be confirmed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.